Event description:
Immune system starting to slow down [immunodeficiency nos] large amount of swelling below the knee [swelling of r knee] off label use [off label use of device] synvisc injection in the middle of right knee [incorrect route of product administration] case narrative: initial information from united states received on (B)(6) 2020 regarding an unsolicited valid serious case received from the patient via call center through lash group. This case involves 89 years old female patient who experienced large amount of swelling below the knee, immune system starting to slow down and off label use, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc) in middle of the right knee (incorrect route of product administration). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient had received steroid injection that did not work for her. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate at a dose of 2 ml every week via unknown route (lot - unknown) for osteoarthritis in the middle of the right knee (incorrect route of product administration). The use of hylan g-f 20, sodium hyaluronate was considered off label use for the patient (off label use of device). Patient noted that the injection used for application of hylan g-f 20, sodium hyaluronate was big and it went into the synovial fluid of the right knee and patient was wondering if it came in different sizes. On an unknown date in 2020 after an unknown latency patient experienced large amount of swelling below the knee (joint swelling). On an unknown date in 2020, after an unknown latency patient reported that her immune system was starting to slow down (immunodeficiency). The event was considered medically significant. Patient reported that the hylan g-f 20, sodium hyaluronate usually worked for 4-5 weeks and her next appointment for the next round was on an unknown date in (B)(6) 2020. Action taken: unknown for immune system starting to slow down and large amount of swelling below the knee; not applicable for other events it was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for immune system starting to slow down, large amount of swelling below the knee and as not applicable for other events. A product technical complaint was initiated and the results for the same were pending.